Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and witnessed the reported issue. To fix the issue, the fse replaced the executive processor board and the coiled display cable. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The iabp failed to boot up and produced a loud alarm. There was no patient involvement, and there was no adverse event reported.